Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012715299 was returned and analyzed. No anomalies were identified during visual inspection of the shaft and handle. Observations were made on the spiral array segment. Electrodes 1 and 2 were found to be displaced, an exposed electrode wire was identified, an inverted array configuration was observed, and a knotted array was noted. Additionally, the guidewire lumen on the spiral array segment was observed to be kinked at 0.5 inches from the distal tip. Performance testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood and/or condition of the returned catheter., the slide control function remained stiff, limiting its full range of motion. In conclusion, the reported array and knot were confirmed during analysis. The catheter failed the returned product inspection due to the knot, inversion, electrode wire exposure, electrode displacement, electrode wire to electrode detachment, and a kinked guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a catheter array inversion occurred and the catheter became knotted with the guidewire. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.